Manufacturer narrative:
Additional narrative: a review of the device history records was performed and the investigation of the complaint articles has shown that: this lot of 4.5mm proximal femur hook plates was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with two non-conformance reports noted. Ncr (B)(4) was written due to the raw material surface finish being discolored. The raw material was returned to the supplier for visual inspection only. The raw material was inspected and found to be fully conforming. Mrr#(B)(4)was written due to the raw material not meeting surface finish requirement. The raw material was dispositioned as ¿conforms¿ as the raw material meets specification requirement when the surface finish is checked longitudinally using a profilometer. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A manufacturing evaluation was performed and the investigation of the complaint articles has shown that the features at the location of the break were unobtainable. All other relevant dimensional features were measured and passed. Repeat features were measured at the iteration most near the break location. The parts were evaluated with the current gage to the current inspection requirements and were found to be conforming per inspection sheet (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient had a proximal femoral hook plate implanted for a vancouver c peri-prosthetic fracture on (B)(6) 2014. The patient reported mild pain on (B)(6) 2014 in the mid femur region, x-ray revealed a break in the mid shaft portion of the plate, and a not completely united fracture. The broken implant was removed and a new plate was implanted. The event resulted in a prolongation of hospital stay. The patient is reported to be doing well, comfortably mobilizing partial weight bearing with crutches, in minimal pain and the wounds have healed. The sutures were removed on (B)(6) 2014. This is report 1 of 1 for (B)(4).